Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would lose data in the device¿s memory. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle and froze at the start-up screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed.